Event description:
It was reported that the patient presented for an implant procedure. During the procedure, fixating the leadless pacemaker was difficult and multiple attempts made were unsuccessfully. During the fixation process, high capture thresholds were observed. Ultimately, the device was retrieved and the implant was aborted. There were no patient consequences.